Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: approximately six months after the procedure. It was reported via a trial that on (B)(6)2010, the patient underwent direct stenting in the second obtuse marginal artery with one xience v stent. On (B)(6)2010, the patient was found to have a positive nuclear scan and a diagnostic coronary angiogram with percutaneous coronary intervention in the target lesion with another xience v stent and in two non-target lesions with non-abbott stents. The patient was discharged the following day. There was no adverse patient sequela. There was no additional information provided.